Event description:
Orig surg date was in 2002. Allegedly, femoral stem is loose; surgeon requested a custom, bowed sem.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in package insert. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.